Event description:
Pt on 5/27/1999 underwent an attempt to remove a port-a-cath. At the time of surgery, when the port was freed, the catheter came loose absent a significant portion of its end. Despite multiple attempts, using a variety of catheters. The retained portion of the venous port-a-cath could not be removed. Pt required transfer to a tertiary care center for further eval and extraction of the retained portion of the catheter. Porta cath was inserted 9/16/1998.